Manufacturer narrative:
Initial.

Event description:
It was reported that the user was unable to remove the connector from the pump during a supply change, and after troubleshooting guidance to use pliers, the user successfully removed the connector and continued the supply change. No reported clinical effects or conditions. Outcomes included no alerts, alarms, or need for medical care. Investigation included user troubleshooting and education conducted remotely. Investigation of this case revealed a temporarily stuck or difficult-to-disconnect connector consistent with a mechanical fit or handling issue related to the connector component, resolved with tool-assisted removal. It was concluded, based on previously established findings for similar reports, that the cause was user handling and technique interacting with normal variation in connector fit.